Event description:
A nurse reported that during a vitrectomy procedure, the infusion tubing line did not remain connected to the trocar which was in the pt's eye and could disconnect easily. As a consequence, the procedure lasted longer than scheduled. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The customer did not retain a sample for eval. Therefore, functional testing could not be conducted. The customer's complaint history was reviewed for the period of one yr; this is one of two complaints reported for this issue. This is the first complaint reported against the finish goods lot and the device history review shows the product was released per specifications. The root cause could not be determined. The customer complaint could not be verified as a sample was not rec'd, however, the customer event is believed to be related to design specification. An internal investigation has been opened. (B)(4).